Event description:
It was reported that during the implant attempt, the physician could not lock the atrial lead into the device. When the wrench was removed, the physician noticed a grommet was attached to the wrench. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted that the set screw was missing.